Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the distorted image occurred due to a device (maj-1430) failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. There were no additional findings in addition to the reportable malfunction mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during installation, the videoscope cable exera ii needed cable video evaluation/repair. Upon inspection of the customer¿s returned device it was observed, the image was distorted when the cable was touched. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.